Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was the 3rd party usb data cable that was plugged into the device. When physio moved the cable around, the device would power off by itself. The customer provided physio with a replacement 3rd party usb data cable from their existing inventory. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The removed 3rd party usb data cable was disposed of by the customer and not available for further examination.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with the reported event.